Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in an "extremely frail" patient with a high society of thoracic surgeons score and a low ejection fraction, at the beginning of the procedure when anesthesia was being induced, the patient's blood pressure dropped to a low level. The patient was placed on bypass pump support at that time. It was noted that the physician was unable to get proper positioning with the valve due to patient anatomy and the low blood pressure. Three attempts were made. As reported, the patient was stable and the system was removed. A temporary pacing wire was placed and a second delivery catheter system (dcs) was used to implant a different valve. No additional adverse patient effects were reported.